Manufacturer narrative:
\ The investigation of the returned expiratory channel printed-circuit (pc) board has been completed. This board contains electronics which include a microprocessor for control of the safety valve functions in the inspiratory section of the device. The pc-board was installed in a reference system for simulated-use testing. The pre-use checks tests failed the internal leakage sub-test since the safety valve was open, when it was expected to be closed. Our conclusion of the investigation is that the issue occurred, due to a short circuit in a capacitor and a coil that is part of the electronics for safety valve function. The root cause of why the capacitor and the coil failed has not been determined.

Event description:
(B)(4).

Manufacturer narrative:
On (B)(6) 2015 11:49 am (gmt-5:00) added by (B)(6) ((B)(4)): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that a technical error indicating an open safety valve were generated. There was no patient involvement. (B)(4).